Manufacturer narrative:
Results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device ( 60% stenosis). No device received for evaluation. Conclusions: device failure related to patient condition ( 60% stenosis). Inherent risk of procedure (stent embolism). (B)(4).

Event description:
The physician intended to use an endeavor resolute rx device during a procedure to treat a lesion with 80% stenosis in a lad. The device was inspected and prepped as per IFU prior use with no abnormalities noted. During the procedure, the lesion was pre-dilated with 60% stenosis remaining after pre-dilatation. It was reported that the stent got stuck while passing the left main coronary and dislodged there. The physician deployed the dislodged stent which is reported to have covered an area other that the lesion in the lad. The physician continued to deploy another stent to treat the target lesion and complete the procedure. No clinical sequelae reported. Patient is reported to be ok. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions